Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cough, chest pain and a blocked nose since (B)(6) 2021 and bronchitis. The patient did report to receive medical intervention and has been on antibiotics and medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.